Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head wasn't working. When trying to change out the rf head, it was found that the rf head was stuck in the port under keyboard. Removal was tried with pliers and it broke. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; connector on the rf (radio frequency) head cable was found broken. The rf head cable was twisted and the friction grip was un-screwed from the cable and would not pull back to release.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.